Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. E2402 was selected as no code was available for ¿upper body was like stoned¿.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient¿s parent, on (B)(6) 2025, the pediatric patient¿s cgm readings were low, and the patient ate something to raise them. It was understood that after the self-treatment the patient experienced vomiting, chest pain, and their ¿upper body was like stoned¿. The patient went to the hospital, and even though no fingerstick reading was reported, the patient experienced diabetic ketoacidosis. The patient was treated with intravenous fluids, insulin, and kalium. The patient was discharged after ¿a few days¿. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.